Event description:
Follow up information was received on 06 may 2010 via medical records. The patient was evaluated between (B)(6) 2006 and (B)(6) 2009 for peripheral neuropathy, leukopenia, anemia, and copper deficiency. She was hospitalized in (B)(6) 2006 for leukopenia and anemia of unknown etiology. Other findings included iron deficiency, fatigue, distal lower extremity numbness, and difficulty walking. Treatment included copper supplementation and b12. Bone marrow morphology ((B)(6) 2007) showed borderline (approximately 4 percent) increase in myoblasts and increase in ringed sideroblasts. On (B)(6) 2007 was noted to have had a "nice rebound". By (B)(6) 2009, white blood count and platelet count were normalized, and it was noted that her hemoglobin had dropped which "may reflect a transient drop due to recent hospital stay". Copper supplementation was continued and iron supplement was advised. The manufacturer's report number for this case is 9681138-2010-00126. Super poligrip is manufactured in dungarvan, ireland, and neither the product nor lot number for this product was available a0841557a.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2010-00126. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a male patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip the patient experienced unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 13 april 2010 via medical records. On (B)(6) 2007, the patient reported fatigue and numbness in the distal lower extremities. The patient had occasional difficulties with walking. On (B)(6) 2007, the patient had paresthesias in the lower legs. On (B)(6) 2007, the patient continued to be evaluated for a neuropathy. On (B)(6) 2007, the patient had a copper deficiency and was being followed to determine her response to copper supplementation. The patient had a history of non-erosive gastritis, esophagitis, and gastric outlet obstruction. The patient was treated with surgical correction of the gastric outlet obstruction and had been receiving intramuscular b12 injections. The patient had a history of a cervical spine laminectomy (in approximately 2002 or 2003) related to a "pinched nerve." Assessment included apparent copper deficiency and peripheral neuropathy. The patient had improvement in her blood counts with the addition of exogenous copper. The physician reported a possible association of the neuropathic pain with the copper deficiency. On (B)(6) 2007, it was noted that the patient had a fall approximately three months ago and landed on her back. Since then, she had been complaining of numbness from her waist down and some tingling. She also complained of some tingling in her hand, which was present prior to the fall, but had become more prominent. She complained of some problems with balance and weakness in the right leg. Electromyography (emg) and nerve conduction studies did not fulfill the criteria of peripheral neuropathy; however, very subtle sensory neuropathy was a possibility. From (B)(6) 2007 through (B)(6) 2009, the patient's neuropathy remained stable.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2010-00126. Super poligrip is manufactured in dungarvan, ireland, and neither the product nor lot number for this product was available. A0841557a.

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a male patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip the patient experienced unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up information was received on 13 april 2010 via medical records. On (B)(6) 2007, the patient reported fatigue and numbness in the distal lower extremities. The patient had occasional difficulties with walking. On (B)(6) 2007, the patient had paresthesias in the lower legs. On (B)(6) 2007, the patient continued to be evaluated for a neuropathy. On (B)(6) 2007, the patient had a copper deficiency and was being followed to determine her response to copper supplementation. The patient had a history of non-erosive gastritis, esophagitis, and gastric outlet obstruction. The patient was treated with surgical correction of the gastric outlet obstruction and had been receiving intramuscular b12 injections. The pt had a history of a cervical spine laminectomy (in approximately 2002 or 2003) related to a "pinched nerve." Assessment included apparent copper deficiency and peripheral neuropathy. The patient had improvement in her blood counts with the addition of exogenous copper. The physician reported a possible association of the neuropathic pain with the copper deficiency. On (B)(6) 2007, it was noted that the patient had a fall approximately three months ago and landed on her back. Since then, she had been complaining of numbness from her waist down and some tingling. She also complained of some tingling in her hand, which was present prior to the fall, but had become more prominent. She complained of some problems with balance and weakness in the right leg. Electromyography (emg) and nerve conduction studies did not fulfill the criteria of peripheral neuropathy, however, very subtle sensory neuropathy was a possibility. From (B)(6) 2007 through (B)(6) 2009, the patient's neuropathy remained stable. Follow up information was received on 06 may 2010 via medical records. The patient was evaluated between (B)(6) 2006 and (B)(6) 2009 for peripheral neuropathy, leukopenia, anemia, and copper deficiency. She was hospitalized in (B)(6) 2006 for leukopenia and anemia of unknown etiology. Findings included iron deficiency, fatigue, distal lower extremity numbness, and difficulty walking. Treatment included copper supplementation and b12. Bone marrow morphology ((B)(6) 2007) showed borderline (approximately 4 percent) increase in myoblasts and increase in ringed sideroblasts. On (B)(6) 2007 was noted to have had a "nice rebound". By (B)(6) 2009, white blood count and platelet count were normalized, and it was noted that her hemoglobin had dropped which "may reflect a transient drop due to recent hospital stay". Copper supplementation was continued and iron supplement was advised. Follow up information was received on 25 may 2010 via medical records. The patient tested positive for celiac disease in (B)(6) 2009 and physician stated this condition also contributes to her copper deficiency. Patient started a gluten-free diet and felt much better at her (B)(6) 2009 visit. Copper supplements were continued. On (B)(6) 2009, zinc level was 1.67 mcg/ml (normal 0.66-1.10 mcg/ml); and copper was 1.08 (normal 0.75-1.45 mcg/ml). The following information was received on 09 may 2011 via fact sheets completed by the patient and/or the patient's representative and the reporting attorney. The patient used super poligrip original daily from age 16 to (B)(6) 2009, when she began using poligrip free. She used approximately one and increased to two and a half 2 4 ounce tubes and one 1.4 ounce tube of super poligrip original weekly. In (B)(6) 2006, the patient was hospitalized with haematological problems, leukemia, and anemia caused by copper deficiency. She received blood transfusions, underwent two bone marrow biopsies, and mris. The patient experienced myelopathy symptoms in 2007 and began using a cane in 2007.